Event description:
A pt was involved in a motorbike accident on (B)(6) 2009 and experienced a right femur fracture. The pt was implanted with the subject plate and screws on an unknown date. Two months post implant the plate was noted as broken. The pt returned to the operating room on (B)(6) 2009 for revision.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.